Manufacturer narrative:
The insulin pump was received and passed displacement test, operating currents, self test and no power test. No blank display was noted. The pump was received with minor scratches on the display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer indicated via phone call that she is receiving a blank display on her insulin pump. She indicated that she has replaced the battery a few times and the display does not come on. Patients blood glucose was 415 mg/dl at the time of the incident. Troubleshooting assisted customer in removing and installing new battery but pump did not turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.